Event description:
Health care professional (hcp) reports 1 pt reaction with the psn (polysynthane) membrane. This was the pt's first exposure to the psn membrane and the incident occurred at the immediate onset of the hemodialysis treatment. The pt experienced tingling around the lips with edema, and difficulty breathing which resulted in anaphylaxis. The pt was treated with benadryl 25 mg. Intravenously, epinephrine (dose unknown), and 2-3 nebulizer treatments. The dialysis treatment was discontinued and no blood was returned, with an estimated blood loss of 250cc. The pt was transferred to be ccu for observation for a few hours and then returned to regular room. The hemodialysis treatment was resumed several hours later with an alternate membrane. During this treatment, the pt was transfused with 2 units of packed red blood cells. The treatment was completed without incident and the pt has fully recovered per the hcp.